Manufacturer narrative:
This medwatch is being submitted in response to pilling surgical receiving a complaint from the user facility (B)(6). The complaint reported that the dilator had "detached" during a surgical procedure. The hospital did not give any more details of how the dilator had "detached" during the procedure. The hospital did report that there were no injuries and that no medical intervention was required due to this issue. As of the date of this report, the actual dilator involved in this complaint has not been returned to pilling surgical for evaluation. Therefore, no conclusion can be drawn at this time. Pilling surgical will consider this issue closed at this time, but will reopen it if more information becomes available.

Event description:
The user facility reported that the device "disengaged" during a surgical procedure. No other details were given regarding this incident.